Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) via other source. The site was advised to turn on at least one icon so that, if future occurrences happen, it can be determined whether the issue affects the full screen or only the endoscopic image. The customer cleaned the scope and processor contacts and reported that the device was functioning normally. The customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope¿s entire screen went black for approximately two seconds before returning. The system logs indicated an e219 scope error associated with the scope ID. The issue occurred during a therapeutic colonoscopy procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.